Manufacturer narrative:
(B)(4). After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube spring noted. Pump passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert. Customer stated battery was lasting less then one day. Customer did not received a weak battery alert after inserting current battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.